Event description:
The customer reported that 1.92 mg of tacrolimus in 96 ml sodium chloride 0.9% was to infuse at 4ml/hour for 24 hours. The infusion was hung at 1026 on (B)(6) 2018 and completed early, at 0800 on (B)(6) 2018 instead of at 1026. Tacrolimus levels were monitored. There was no report of patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report of an overinfusion was confirmed. Physical inspection of the device showed the instrument seal was not intact. The iui connectors were dull with the right iui connector also showing signs of green corrosion. Analysis of the pcu event log shows that the pump module was programmed at 12:28 pm on (B)(6) 2018 to infuse a custom concentration of tacrolimus at a rate of 4ml/hr with a vtbi of 96ml. The infusion ran at this rate until 7:48 am on (B)(6) 2018, when the user programmed a basic infusion to run at 150ml/hr with a vtbi of 25ml. The infusion then ran at 150ml/hr until 8:07 am when the user paused the infusion and then channeled the device off. The volume recorded as being infused during this period was 100.264ml. Functional testing was performed and found the device to be delivering fluid within specification. There were no leaks observed with the primary set. The root cause of the overinfusion was user programming.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that 1.92 mg of tacrolimus in 96 ml sodium chloride 0.9% was to infuse at 4ml/hour for 24 hours. The infusion was hung at 1026 on (B)(6) 2018 and completed early, at 0800 on (B)(6) 2018 instead of at 1026. Tacrolimus levels were monitored. There was no report of patient harm.